Manufacturer narrative:
A system displaying warning message ¿replace generator soon¿ warning message was reported. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the implant was not returned for analysis. Based on the information received, the reported event is consistent with the implant reaching end of service.

Event description:
Additional information indicates the ipg was explanted and replaced to address the issue

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the ipg is approaching end of life. In turn, surgical intervention may be pending.